Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the during surgical intervention on (B)(6) 2026 for the other lead, the lead was pulled down, as a result both leads were explanted and replaced. Therapy was restored post-operatively.